Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out do to normal eri, lead noise was observed. Externalized conductors were observed via x-ray imaging. The lead was capped and replaced. There were no consequences for the patient.

Manufacturer narrative:
(B)(4)